Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - what quality issue was experienced with the product? - is the quality issue specific to the device or patient consequence? - was there any patient consequence? Analysis summary: neuchâtel team received for evaluation a product tvto device (product code 810081), batch 3941740. The product was decontaminated and well packaged. The received device was manipulated, as parts of the original packaging were missing (box, blister). Evaluation of received device: -a lid was received with the lot label: 3941740 -winged guide: no damages were detected during the evaluation -handles: no damages were detected during the evaluation. -the two plastic needles/ trocars: it was observed both needle tips were received damaged bended. One needle was found also partially broken. -blue mesh: it was observed that some stitches were broken on the edges of the mesh , the mesh has been extended, as the plastic sheath are no longer overlapped. The defect described in the event description ("trocar malfunction, tunneling failure"), is aligned with the defects seen on the device during the product evaluation, as both trocars/ needles tips were bended, also one needle was observed partially broken, however, the defects identified during the product evaluation are not linked to a manufacturing issue. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2022 and mesh was used. An unspecified trocar malfunction and tunneling failure occurred. Another device was used. There were no adverse patient consequences reported. Additional information has been requested.